Event description:
It was reported that this pre-implanted device recorded a code 1003 message indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) discussed it may be due to cold weather and recommended sending in data for analysis. No patient involvement.

Event description:
It was reported that this pre-implanted device recorded a code 1003 message indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) discussed it may be due to cold weather and recommended sending in data for analysis. No patient involvement.

Manufacturer narrative:
Upon product analysis, this pre-implanted pacemaker found a fault code 1003 induced by exposure to temperatures below the minimum labeled storage temperature of 0 degrees centigrade. The battery voltage is tracking the temperature, and has recovered with warmer temperature. Usually, the reason for this issue is the transport/storage of devices for prolonged periods of time in cold weather, an unintended user error. No patient involvement.